Event description:
Reportable based on device analysis completed on 12mar2024. It was reported that the coil could not be completely pushed out of the protective sheath, half in the microcatheter and half in the protective sheath. The target lesion was located in the iliac aneurysm. The 22mm x 60cm interlock was selected for use. During the procedure, an stc18 microcatheter was used for advancing the coil, however, it was noted that the coil could not be completely pushed out of the protective sheath, half in the microcatheter and half in the protective sheath. The coil still could not be pushed out even after several attempts. The coil was withdrawn, and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the pusher wire was detached at the coil section.

Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the primary coil section. Also, the pusher wire was bent at heat shrink tfe tubing and stretched, bent and detached at coil section. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the pusher wire and main coil revealed the components were within specification. No other issues were identified during the product analysis.